Manufacturer narrative:
Date of event the exact date of the event is unknown, event occurred in 2 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17204413.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned. No device malfunction was suspected.